Event description:
It was reported by the customer that the user was pushing the catheter over the spring wire guide. The constriction was at the transition point from the catheter shaft to the extension "tubes". There were no reported pt complications. Additional info received on 1/15/09 from arrow (B) (4) stated that the insertion site was the left internal jugular vein and md could place another catheter with lots of force. It was not necessary for another insertion site.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: three unopened central venous catheter sets were returned for evaluation. The swg's were inserted into the distal end of the catheters. Significant resistance was encountered inside the juncture hub on all three samples. One of the catheters was cross-sectioned across the juncture hub on the proximal end of the suture wings. The lumens inside the hub were observed to be deformed. The device history records for the catheter were reviewed and a potentially relevant issue was found. The potential cause of this issue is manufacturing-related. A CAPA has been initiated to address this issue.